Event description:
During an implant procedure, the right ventricular (rv) lead was bent as it was moved through the subclavian vein. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported event of bent lead was confirmed. A visual inspection and x-ray examination revealed that the silicone insulation and the inner coil were slightly bent proximal to the ring electrode which was consistent with procedural damage. The silicone insulation was not damaged in this region. Additionally, electrical testing revealed no indication of conductor fractures or internal shorts. The cause of the reported event of bent lead was due to procedural damage.